Event description:
It was reported that the customer's sensor glucose level was 46 mg/dl but her actual blood glucose level was 235 mg/dl. The sensor and blood glucose value difference was not within an acceptable range. The customer also received a calibration error and found a bent sensor cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.